Event description:
The distributor reported on behalf of the surgeon, that up to the point of the reported event had placed four screws into the plate without issue. However, when placing the 3.5mm x 16mm locking screw the surgeon noticed that the screw head was allegedly failing to engage with the plate the customer further reported that he felt that the screw would engage and ¿it just needed a few more turns to do so¿. The surgeon reported that whilst he was doing this he observed that ¿the screw had gone through the plate¿ and the screw failed to reverse with the driver shaft. The customer further reported that the only alternative was to remove the plate which would give better access to the screw but that this was not possible with the tourniquet time. Taking everything into account mr. Walsh felt the most optimal clinical decision was to leave the screw in situ and fill the rest of the screw holes to achieve best possible fixation.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The distributor reported on behalf of the surgeon, that up to the point of the reported event had placed four screws into the plate without issue. However when placing the 3.5mm x 16mm locking screw the surgeon noticed that the screw head was allegedly failing to engage with the plate the customer further reported that he felt that the screw would engage and "it just needed a few more turns to do so." The surgeon reported that whilst he was doing this he observed that "the screw had gone through the plate" and the screw failed to reverse with the driver shaft. The customer further reported that the only alternative was to remove the plate which would give better access to the screw but that this was not possible with the tourniquet time. Taking everything into account mr. Walsh felt the most optimal clinical decision was to leave the screw in situ and fill the rest of the screw holes to achieve best possible fixation.